Event description:
The complainant reported a patient was on impella cp support and after the implant, there were optical signal issues. The waveform continued to appear and disappear. Since there were no problems with the dynamic support of the impella itself, the pump and automated impella controller (aic) were not replaced. The site would like the pump and the aic analyzed. The investigation was completed and found that the controller error and loss of placement signal was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. No patient harm has been reported.

Manufacturer narrative:
The impella device was returned and evaluated. The logs confirmed the reported failure mode given there was a controller error alarm triggered during the clinical procedure. The real time logs confirmed that all signals received from optical bench (placement, snr, contrast, lamp, gain) were represented as -16384 values due to the crc error. The controller error and loss of placement signal was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed.